Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-xxxxx for description of the other device. It was reported to boston scientific corp. That during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the dilator bunched and got caught on the backside of the ligament. When the physician tried to pull it through the ligament, the suture broke. The suture was removed. The case was completed with a different device, with no complications to the pt, who is reportedly "fine" post-procedure.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-00590 for a description of the other device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the dilator bunched and got caught on the backside of the ligament. When the physician tried to pull it through the ligament, the suture broke. The suture was removed. The case was completed with a different device, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Correction: it was inadvertently omitted in the initial report that the patient is reported to be over 18 years of age. (B)(4). Additional information: the most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. For the dilator bunching, a suture material change has been implemented that provides a larger bonding surface due to the braided material construction. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for the suture detachment and the dilator bunching has been determined to be design. A CAPA has been initiated to address both issues.